Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had migrated. The device was repositioned successfully and remains implanted. Patient was in stable condition post-procedure and is fine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.